Event description:
When the nurse attempted to remove the guide wire from dobhoff tube, the wire would not come out. Multiple attempts were made by the nursing supervisor to remove the wire. The entire tube was removed and replaced.